Manufacturer narrative:
Reporter phone number - (B)(6).

Event description:
It was reported that slight noise seemed to be heard when the unit was in use. The device was in patient use at the time the reported issue was discovered. There was neither delay to therapy nor medical intervention reported due to the issue above. There was no patient harm reported. The manufacturer's sales rep performed a test run and confirmed that something like slight resonance was heard at the time of epap pressure being applied by blocking the leak port. No other abnormality was observed. The service engineer was able to duplicate the noise. The position of the vibration-proof ring was adjusted, and it resolved the phenomenon.